Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It appears that the trunk-ipsilateral leg component was introduced from right side, and the contralateral leg component was introduced from the left side. On an unknown date in (B)(6) 2012, a distal type I endoleak in the right common iliac artery was detected. An advanta 12 stent from atrium was implanted in right common iliac artery in order to treat the endoleak. In addition to the stent, onyx embolization liquid was placed inside the aneurysm sac. However, CT scan one day post operative revealed the distal type I remained. An additional intervention is planned to treat the endoleak.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.